Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the maintenance mode screen and would not boot into the application. The customer confirmed that the device had been down for at least two hours. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was stuck on the maintenance mode screen. A technical support specialist (tss) dialed into the station and the server and confirmed the station was not in maintenance mode. System communication between the station and server was verified as current, including last upload, download, and heartbeat. Reports were successfully generated without errors. Log review showed a station shutdown occurred a few hours earlier, with no additional issues identified. Case updates were provided to the customer and later approved proceeding with case completion. The system functioned as intended after technical support specialist investigated the device.